Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with abdominal pain and unclear dialysate. The cause of the peritonitis event was unknown. Two months prior to the onset of peritonitis, the patient was diagnosed and hospitalized for an unrelated condition. While hospitalized for the same unrelated condition, the patient was diagnosed with peritonitis. On the same day as the onset of the peritonitis, the patient was treated with ceftazidime (1 gram; 4 times a day) orally (po) for an unreported indication. At the time of this report, the patient was still hospitalized and the hospitalization was not prolonged due to the onset of peritonitis event. The patient was recovering from the peritonitis event. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.